Event description:
It was reported that the devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that during the case a total of (3) 512on trocar gaskets tore. There was no consequence to the pt.